Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: there were call service (cs 064) alarms observed in the black box history associated with an occlusion during prime. A rewind, load and prime steps were successfully completed and the pump was exercised for 24 hours with no alarms occurring. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 449 mg/dl with polyuria and trace ketones associated with a call service alarm (cs 064) issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the customer had not received more than one cs 064 alarm with the current site. Cts instructed the patient to reboot their pump; the patient was able to prime the pump without a recurring cs 064 alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of user error.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.